Event description:
During a ptca procedure, the distal end of the shaft separated after use of the device and upon removal of the device in the guiding catheter. The completed device was removed in the guiding catheter. No resistance was reported. There was no pt injury reported.